Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The distal set up joint (suj) was analyzed and failure analysis investigation confirmed the customer reported complaint through system logs. The suj had experienced fault 23008. The suj was installed on a test system, and the error was replicated. The suj failed the tornado pot and signal tests.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, universal surgical manipulator 3 (usm) was not cooperating. When clutched, the usm did not respond normally, and the site was unable to use the usm. Prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse), the customer rotated the usm to ensure it was not against a hard stop and performed two power cycles on the system. The site reported that this issue occurred the previous day as well. The customer continued with the procedure using usms 1,2 and 4. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced distal set-up joint (suj) 3 to resolve it. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.